Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, the atrial and right ventricular leads were having difficulty fixating due to an unspecified malfunction of the suture sleeves. It is unclear if the leads remain implanted or if they were explanted. Patient was stable. Related manufacturer reference number: 2017865-2019-10964.

Event description:
Additional information was received, indicating that the right atrial (ra) and right ventricular (rv) leads were having difficulty fixating due to suture sleeve movement. The ra and rv leads were both explanted and replaced to resolve the event.